Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported the pump casing was damaged. Customer experienced a low blood glucose level; level was unknown. Reportedly, the customer declined to provide further information and further troubleshooting with tandem technical support.